Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. According to the patient, on (B)(6) 2025, they received a warning that the cgm reading was around 80 mg/dl and confirmed the alert. After that, the patient received an urgent low soon alert and the cgm was 55 mg/dl. The patient did not measure bg but ate a protein and sugar bar and laid down on the couch to rest. The patient lost consciousness, and their spouse called an ambulance. When the patient regained consciousness, she was at the hospital and was unable to recall what happened. The patient was treated with IV glucose and later discharged after 2 days. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.